Event description:
It was reported that during a da vinci s prostatectomy procedure, while using the permanent cautery hook instrument, the surgeon found the instrument to be broken. A piece was found in the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the ceramic sleeve to be completely removed from the base of the cautery hook, exposing the base of the instrument. No damage was found to the hook or the clevis and no broken cables or wires were found.